Event description:
It was reported via a cc clinical study, that a 65 yo male patient, initial right knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2022. Approximately 2 years 4 months post the initial procedure due to infection. The patient had an inflammatory response to the prosthesis. Poly fail indicated. The patient was revised to a non exactech device. The study indicates the event was definitely related to the devices and the procedure. The event was resolved on (B)(6) 2022.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 4948440, 02-010-06-0340 - logic cc femoral size 4, right. 5448042, 02-012-64-1412 - tru fluted stm ext 14mm x120mm blast. 5560513, 02-012-64-2012 - tru fluted stm ext 20mm x120mm blast. 6331246, 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. 6371861, 200-02-38 - three peg patella 38mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.